Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported having gone to the a & e after her blood glucose levels went high, reading greater that 13.8 mmol/l. She was given manual injections of insulin. Her levels came down and she was able to go home. No additional information was provided.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the elevated blood glucose levels.